Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products: associated MDR #1225714-2013-02933.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in 2002 after the use of the product.